Event description:
Boston scientific received information that during an implant procedure, the left ventricular (lv) lead seal plug came off the device header. When it was noticed that the seal plug had come off the header, it was on the suture. It was suspected that during pocket closure, the needle snagged the seal plug. The device was ultimately removed and never in service. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, high powered microscopic visual inspection of the lead barrels and header of the device noted the lv seal plug was missing from the header. The header was fully and properly attached to the case of the device. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.